Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor overinfused. The reporter stated that the infusion had finished an unspecified amount of time earlier than expected. The patient had reportedly been using the device during an unspecified ¿sporting activity.¿ the device was filled with an unspecified antibiotic. There was no patient injury or medical intervention associated with this event. No additional information is available.